Event description:
It was reported that during a mastoidectomy surgical procedure it was discovered that the attachment device had a "chattery bit and the bit did not lock into place all the way". The reporter clarified that the chatter was referring to a noise. The reporter also stated that there was "visible wear around the top of the attachment." There were no delays to the planned surgical procedure. A spare motor device and a spare attachment device were available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  A functional assessment was performed which confirmed that the bearings are worn. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal use over time.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.